Event description:
It was reported the lead had low impedance, < 200 ohms. It was also reported the patient had diaphragmatic stimulation/pain related to post polio syndrome. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.